Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device worked as intended and met performance specifications

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. During the procedure, the physician noticed a perforation in the lining of the uterus. No additional information was provided. Additional information has been requested.